Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the power on reset message involved them charging the unit. During the charging process an error message was seen and it stopped working. The patient was able to troubleshoot and reset it and get it programmed again.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that therapy stopped due to a power on reset (por). The patient was seeing an informational por on the recharger. Troubleshooting was successful in clearing the por and the patient was able to charge. The indications for use were other chronic/intractable pain of the trunk/limbs and spinal pain. If additional information is received a follow-up report will be sent.